Event description:
It was reported that when hospital staff was moving pt from a locked bed to the cath lab table, the top rotated. The radiation tech indicated that no locks were off or accidentally turned on and that the table rotated suddenly. The hospital bed was parked on the pt left side of table and was locked. The radiation tech indicated he was pushing on the pt on the right side of table with other hcp's pulling from the other side using a slide. The tssc and smart handle were also attached to table on the pt's right side near foot end of the top. After the procedure, when moving the pt back onto the locked bed, the top rotated again. No injury occurred nor did the pt fall. The omega IV table was checked by pushing on top in rotational direction and the tabletop did not move easily. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.